Manufacturer narrative:
The following devices were also listed in this report: trident psl ha cluster 50 mm; cat# 542-11-50e; lot# 58776103. 6.5 cancellous bone screw 25 mm; cat# 2030-6525-1; lot# ny3px3. 6.5 cancellous bone screw 35 mm; cat# 2030-6535-1; lot# mnh6hh. 6.5 cancellous bone screw 25 mm; cat# 2030-6525-1; lot# 6r73aw. Size 3 accolade ii 132 deg; cat# 6720-0330; lot# 58050901. Delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# 60602003. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to infection (infection not clinically confirmed at time of event). Surgeon performed a poly swap following the stryker surgical technique.